Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the screw was being inserted into the tibial tunnel the threads began to dissolve. No patient impact was reported as the result of this incident.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.